Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver charge and reboot passed. Receiver log download retrieved and attached passed. The global receiver communication tool passed all tests. The receiver usb charging and download (j2) maual test passed all tests. The receiver functional test station passed all tests. The receiver case was opened, and the internal visual inspection passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.